Manufacturer narrative:
Covidien reference: (B)(4). The covidien field service engineer (fse) evaluated the ventilator, and uploaded the latest software revision to the unit the customer have replaced graphic user interface (gui) printed circuit board (pcb). The device passed all tests , calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator graphic user interface (gui) malfunctioned. No additional information was provided. Additional information has been requested.